Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing, and the right ventricular (rv) lead exhibited low r waves that appear to be chronic. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.